Event description:
Stylet could not be removed, so physician snipped approximately 3-4 inches off stylet and left remainder in lead. Distal end of stylet remained somewhere in atrium.

Manufacturer narrative:
No user-facility information was received at time of initial reported event. Evaluation summary: distal conductor fractured; partial lead in segments received. Analysis indicates that fracture most likely occurred at implant, due to physician leaving a segment of stylet in lead. Other text : it was reported that the stylet could not be removed at initial implant, so the physician snipped approximately 3-4 inches off stylet and left remainder in lead. Distal end of stylet remained somewhere in atrium. Additional information received approximately 17 months later reported that the model 4193 lead was cut in order to get access to reimplant a left-sided ICD due to infection of the right-sided ICD. Lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this device event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination, component/subassembly failure. Lead conductor operational context contributed to event. Device, or device fragments remain in patient, cut(s).

Event description:
It was reported that the stylet could not be removed at initial implant, so the physician snipped approximately 3-4 inches off stylet and left remainder in lead. Distal end of stylet remained somewhere in atrium. Additional information received approximately 17 months later reported that the model 4193 lead was cut in order to get access to reimplant a left-sided ICD due to infection of the right-sided ICD. Lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this device event.